Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the device didn't work and they really needed it as they were now having pain. The patient reported he couldn't connect his recharger when charging. Additional information was received and it was reported that they received a replacement recharger, but they still couldn't connect to the implant to charge. They went through passive recharge mode. On the call they started a charging session and was brought to passive recharge mode (prm) and saw 79, 73, 79 and 72, 74, 79. They had been through it before and couldn't get connected. They ended up getting the no device found, try again or recharge screen after cycling through prm. There wasn't visible damage to the controller port. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.